Event description:
A hosp in a foreign country reported to our distributor that a port cap is missing from the humidifier connection tube of an rt125 infant breathing circuit. No pt injury was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in japan. The prod is not sold in USA but it is similar to a prod which is sold in the USA. The 510(k) for that device is k020332. The device is expected to be returned to fisher & paykel healthcare. No information to date. Investigation is still underway, no results to date. No conclusion can be made at this time.